Manufacturer narrative:
Discrepant results for an additional patient sample (patient 3) were provided: on 09-sep-2023 the initial result was 138 mmol/l. The repeat result was 161 mmol/l. On 13-sep-2023 it was noted that the sipper syringe was loose and the customer was using a solution from another analyzer. On 10-oct-2023 the field service engineer (fse) replaced the electrodes and hoses. The fse cleaned the drain and sample probe. The customer was advised to use the solution for the instrument and not the solution from a different instrument. The investigation determined the event was due to the loose sipper syringe. The service maintenance resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. Patient 1 initial result was 194.0 mmol/l. The repeat result was 144.0 mmol/l. On (B)(6) 2023 patient 2 initial result was 196 mmol/l. The repeat result was 139 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field application specialist (fas) replaced the electrodes and the ion-selective electrodes (ise) hoses. Calibration and qc were acceptable. The investigation is ongoing.